Manufacturer narrative:
This report is submitted (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient experienced pain at the implant site. It was reported that the fixture was implanted on the dura. Subsequently, the device was explanted on (B)(6) 2016. There are currently no plans to reimplant the patient as of the date of this report.